Event description:
A patient underwent a port placement procedure using the MRI p port isp - groshong. Post port placement procedure on (B)(6) 2025, it was found that there was a subcutaneous leakage and damage was confirmed when contrast medium was injected. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port with an attached groshong catheter was returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. Partial compound breaks were noted on the attached catheter approximately 7.8cm and 8.5cm from the distal end of the cath-lock. A kink was noted on the attached catheter. The edges of the first partial compound break on the attached catheter were noted to be jagged. The surface was noted to be round and smooth on both regions. Splits were noted on the border of both regions. The edges of the second partial compound break on the attached catheter were noted to be jagged. The surface was noted to be round and smooth on both regions. Splits were noted on the border of both regions. Upon infusion, leaks were observed from the partial compound breaks on the attached catheter while water exited the distal end. The investigation is confirmed for the reported fluid leak and identified catheter fracture, wear and deformation issues. However, the investigation is unconfirmed for the reporter material integrity as more specific fracture was identified. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the MRI p port isp - groshong. Post port placement procedure on (B)(6) 2025, it was found that there was a subcutaneous leakage and damage was confirmed when contrast medium was injected. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.